Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hypoglycemic episode around 50 mg/dl bg per reports. This was noticed during review of the user's reports and was not brought up by the end-user. They treated the episode with carbs and made a meal announcement during the low which prolonged return to baseline. The user did not require any outside intervention. Multiple attempts were made to get more information, but there was no response from the end-user.